Event description:
It was reported that during a ptca treatment procedure involving a 95% stenotic lesion in the distal portion of a tortuous rca, inflation difficulties were experienced. The lesion was predilated with a size 1.5/20 balloon catheter. The viva balloon was then placed across the lesion, but was suspected to have ruptured at 6 atm's on the initial inflation when extrusion of dye into vessel was noted distal to balloon. The pt was asymptomatic during this event. The viva balloon catheter was removed and replaced with a size 2.0/20 balloon catheter to successfully complete the procedure. A 7f terumo introducer sheath, a bmw guidewire (size unk), a 7f cordis britetip jr4 guide catheter and a medtronic everest inflation device were also used in this case. Pt status is reported as 'good'.